Event description:
As reported, during the removal of the 6/7 mynx grip vascular closure device (vcd), part of the sealant came out with it, sticking to the distal end of the advancer tube, hindering the achievement of proper hemostasis. Therefore, hemostasis was achieved by manual compression for less than 30 minutes. There were no reports for patient injury. The mynx grip vcd was used in a percutaneous transluminal angioplasty (pta) procedure, and no damage to the device was observed prior to package opening. The device was stored and prepared according to the instructions for use (IFU). The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. A 6f non-cordis sheath introducer was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial, and the vessel diameter was verified to be greater than or equal to 5 mm. There was little vessel tortuosity and no presence of pvd or calcium in the vicinity of the puncture site. The device storage temperature did not exceed 25°c. The sealant stuck to the advancer tube distal tip. The balloon was fully deflated after shuttling down, and the deployer shuttled down completely. The sealant stuck to the device while inside the patient. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, during the removal of the 6f/7f mynxgrip vascular closure device (vcd), part of the sealant came out with it, sticking to the distal end of the advancer tube, hindering the achievement of proper hemostasis. Therefore, hemostasis was achieved by manual compression for less than 30 minutes. There were no reports of patient injury. The mynxgrip vcd was used in a percutaneous transluminal angioplasty (pta) procedure, and no damage to the device was observed prior to package opening. The device was stored and prepared according to the instructions for use (IFU). The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. A 6f non-cordis sheath introducer was used. The femoral artery¿s suitability was verified via angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial, and the vessel diameter was verified to be greater than or equal to 5 mm. There was little vessel tortuosity and no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The device storage temperature did not exceed 25°c. The sealant stuck to the advancer tube¿s distal tip. The balloon was fully deflated after shuttling down, and the deployer shuttled down completely. The sealant stuck to the device while inside the patient. A non-sterile ¿mynxgrip tm vascular closure device 6f/7f¿ was returned for evaluation. Visual inspection of the returned device showed that the shuttle was engaged to the black handle with the stopcock in the open position. The sealant sleeve was located in the proximal area. The slit was present. The sealant was fully deployed and was not returned for analysis. The advancer tube was located on the proximal edge of the balloon. The syringe was connected to the luer hub. The balloon was saturated with saline solution. No other outstanding details were observed. Functional analysis was not performed on the non-sterile unit as indicated in the IFU because the sealant was fully deployed. The advancer tube could not be deployed due to the balloon being saturated with saline solution, impeding deflation. The reported event of ¿sealant-sealant stuck to device components¿ was not confirmed through analysis of the returned device since the sealant was not received. The exact cause of the issue reported could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the reported event of the sealant sticking to the distal end of the advancer tube since it was not received with the device. However, as the advancer tube was still on the device of the returned unit, this indicates a user error of an incomplete removal of the mynxgrip occurred during use, which can contribute to the sealant remaining on the device during removal from the patient. Also, as the balloon was not fully deflated, this could also contribute to the reported issue of the sealant remaining of the device; however, it is unknown if the device was manipulated after use. Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. It should be noted that failure to hold the advancer tube in place and/or if a proper position of the tamping tube was not maintained during catheter removal from the patient, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.